Event description:
While performing the first round of pms on vapotherm precision flow humidifier, it was found the units were having a difficult time reaching maximum temperature per the manufacturer's specifications. The specifications state the unit will reach a max temp of 43c +/-2c at the distal end of the patient circuit.tests on 5 different vapotherms at the distal end showed readings of 39c-41c with 3 different thermometers. The vapotherm display always shows 43c. Pm tests failed to reach the max limit without raising the ambient temperature of the test labs.manufacturer was made aware and the root cause was deemed to be in the dpc interface with the heater plate. New disposable cassettes are being manufactured to meet the technical specifications.======================manufacturer response for patient humidifier, vapotherm precision flow humidifier (per site reporter).======================manufacturer was very responsive in investigating the pm issue. However, the details and root cause were given via a phone call and not in writing. The manufacturer determined the issue to be due to the dpc interface with the heater plate, which was not able to maintain the temperature without ambient temperature being high enough to facilitate max limit.